Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that it is unknown if the battery will be replaced or explanted, and the procedure date is unknown. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's ins was overdischarged because they had charging issues shortly after implant and they weren't able to maintain a good connection. It was reported that the patient was debating having the ins explanted or replaced. Surgical intervention was planned, but not yet scheduled. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated her device is not working and she needs an MRI. The patient stated she needs to meet with a manufacturing representative (rep) to get the battery working again. The patient stated she hasn't used the device in two years and needs an MRI, so they want to meet with a rep to get the battery going again. The patient stated she cannot get the ins to charge because a "disc in back is loose", the patient service agent tried to clarify if the recharging belt is loose or the internal device. The patient did not provide an answer. The patient stated she can charge for a few seconds and then doesn't charge. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had "battery poor charging" two years ago, and hasn't recharged since. The patient needs an MRI. An antenna locate and trickle charge was done today in office. The issue was not resolved at the time of the report. It's unknown if the patient will have a surgical intervention. No further information was report. Additional information was reported that that they could not get the battery back. The patient is being sent to for an ins replacement. No further information was reported.